Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she gave herself insulin for the carbs she ate with the pump. The customer stated that she also got a change sensor alarm, but did not get calibration errors. The customer was advised to do a test plug procedure. The customer stated that she is at work and is unable to troubleshoot.